Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2020 and high pacing thresholds were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Recording from in person follow-up showed possible ra noise. Hmsc shows ra sensing to off. Hmsc also reported drop in rv pacing impedance. Recommended isometrics and evaluation of lead. Device remains implanted. Should additional information become available, this report will be updated.